Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a guide wire separation occurred. The moderately tortuous and severely calcified lesion was located in an unspecified vessel. A 330cm rotawire was selected to advance to the lesion and a 1.5mm rotalink plus was advanced on the wire. A rotawire separation occurred during platform testing at 180,000rpms, while still external to the patient. The rotawire was exchanged for another of the same device; however, the rotalink plus could not be loaded on the wire and was therefore also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's condition is good.

Event description:
Same cas as MDR ID: 2134265-2013-06436. It was reported that during preparation for a percutaneous coronary intervention, a guide wire separation occurred. The moderately tortuous and severely calcified lesion was located in an unspecified vessel. A 330cm rotawire was selected to advance to the lesion and a 1.5mm rotalink plus was advanced on the wire. A rotawire separation occurred during platform testing at 180,000rpms, while still external to the patient. The rotawire was exchanged for another of the same device; however, the rotalink plus could not be loaded on the wire and was therefore also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned fractured in two sections. The proximal part presented a body kinked at 121. Cm and at 148.4cm from the proximal end. The distal part presented a body kinked at 7.1cm fm the distal end and the spring tip bent. Mtac analysis was performed. It was observed that both samples presented failure in an area with evidence of wear reduction, fracture occurred due to a torsion/bending overload and both failure sites presented the same failure mode, although no match was possible to determine. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same cas as MDR ID: 2134265-2013-06436. It was reported that during preparation for a percutaneous coronary intervention, a guide wire separation occurred. The moderately tortuous and severely calcified lesion was located in an unspecified vessel. A 330cm rotawire was selected to advance to the lesion and a 1.5mm rotalink plus was advanced on the wire. A rotawire separation occurred during platform testing at 180,000rpms, while still external to the patient. The rotawire was exchanged for another of the same device; however, the rotalink plus could not be loaded on the wire and was therefore also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's condition is good.